Event description:
A malfunction was reported with a display code of malf 3. The customer's blood glucose level was recorded at 237 mg/dl, which indicates it was not within the normal range. Technical support arranged to replace the customer's pump and instructed them to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using a prepaid label within 10 days.